Event description:
It was reported that the patient had a peripheral intervention using an antegrade approach with a 5f sheath. The arteriotomy was closed using a 5f celt. Tract oozing was noted but no hematoma immediately post deployment. The wound area had some swelling but was soft with no borders. Approximately 2 hours post deployment it was noted that the patient had a large hematoma at the side of the puncture. Manual pressure was applied and a pressure dressing and a sandbag was also applied after this. At no time was pulsatile bleeding observed. The patient was subsequently discharged with a pressure dressing the same day with no other complications noted.